Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review. Two pictures were reviewed. Picture 1 shows a cassette product from in used conditions connected to pump. Picture two show the bag neck section from a flow stop cassette model. Samples were received after use conditions, decontaminated and inside in a plastic bag. No damage, kinks or any discrepancies that could cause the failure mode reported. First sample was connected to the pump. No alarms were activated. Second sample was connected to the pump. No alarms were activated. Mohawk exposure in sample was measured with a ruler. Mohawk was measured from the pressure plate latch profile to the end of the mohawk. Based on the picture complaint was confirmed. The root cause of the reported problem was conduct trough corrective and preventative action (CAPA), the mohawk exposure could be a factor during the use of cassette to activate the alarm.

Event description:
It was reported that the pump alarmed no reservoir pump does not work. No patient injury was reported.